Manufacturer narrative:
The hill-rom technician found the bed exit not alarming due to a defective external buzzer. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2008, 2012, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced old style scale board with external buzzer kit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report that a hill-rom technician stating the bed exit is not alarming. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).